Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. The balloon was initially inflated at 12 atmospheres; second inflation is at 16 atmospheres. However, during the third inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed and completed with a different device. There were no patient complications. Patient was in good condition.